Event description:
Adverse event(s): "the case was canceled" (surgical procedure, delayed). Product problem(s): "the system shut down during set up" (loss of power). The facility biomedical engineer reported the system shut down during set up for surgery. The biomed engineer stated he changed a blown fuse and rebooted the system. The second fuse blew and the system powered down completely. The case was canceled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found a non-conforming power supply. The power supply was replaced and sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).